Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon catheter could not cross the lesion. The 90% stenosed, 15x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a pinhole leak.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination identified a build-up of blood inside the balloon and inflation lumen. This blood is an indication of a device leak. No issues were noted with the tip or blades of the device. A visual and tactile examination found no kinks or damage along the shaft. The device was attached to an encore inflation unit and during an attempt to inflate the balloon a pinhole leak was observed in the balloon material. The pinhole was located at 3mm distal to the distal edge of the proximal markerband. An examination of the markerbands identified no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).